Event description:
Complaint (B)(4): polymem adherence to the wound after 6 days resulted in inability to remove the dressing with normal saline. The dressing was thus removed with a dermal curette in addition to moistening the dressing. Once removed, healthy epithelial tissue was observed by the clinician.